Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During insertion of the pkr medial tibial poly the surgeon noted that a fragment of black plastic had wedged itself inbetween the lip of the base-plate and the now seated poly liner. Had to remove the poly, which resulted in the base-plate coming loose. Had to clean cement off base plate and re cement again. Then had to use a smaller thickness poly (9mm) as we only had the one 10mm which was now damaged.